Manufacturer narrative:
The device was returned to the stryker sustainability solutions (B)(4) manufacturing facility through the collections process. The device was rejected during inline inspection. The device was found to be eligible for rejection for a wave issue. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The most likely root cause is a bend as a result of mishandling, including shipping and storage conditions, subsequent to distribution from stryker. The instructions for use (IFU) state: do not introduce the tip folded into the guiding sheath. Do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Do not alter this device. The reported event will continue to be monitored through post-market surveillance. Device returned to incorrect location.

Event description:
It was reported, "during an atrial fibrillation ablation procedure, the resterilized catheter could no longer be advanced or retrieved in the right ventricle. Under x-ray the catheter appeared to be tied in a knot. The catheter was unable to be removed so cryoablation was continued. After the procedure a snare was used to help straighten the catheter. The catheter was removed with no adverse effects to the patient." There was no patient injury reported. No information was provided regarding extended procedure time. These are commonly used devices that are readily available.